Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the ra lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes. Due to the noise, it was suspected that the ra lead had insulation damage, though this was not confirmed. The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Event description:
Additional information received indicated that the right atrial (ra) was capped, and new ra lead was successfully implanted on (B)(6) 2023. The patient was stable throughout the procedure.